Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was detected on the bus. A field service engineer (fse) replaced the half high pyxis modular controller board and reconfigured the drawer. The customer inventoried the entire drawer, and the fse ran hardware test application, which passed. The station was rebooted, and the customer inventoried the drawer again to ensure all pockets opened properly. The customer also ran hardware test application testing after the board replacement and re-inventoried the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 and 2.2 was not detected on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.